Event description:
The customer reported to customer service that the transformer housing for her breast pump fell apart and wires are showing, though there was no sparking, flames, fire, or injury.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that the first time she used the power supply, the transformer housing "busted open" and she could see the "electrical parts" inside. She also indicated that there were no signs of burning, fire, or melting and that no injuries were sustained as a result of the issue. The product was received and an evaluation revealed that the transformer housing was cracked, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as 0.72 mega ohms, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.0 ohms, which is normal and indicates that the thermal fuse did not blow.